Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump has been returned to animas for evaluation. Evaluation revealed fractured force sensor pins. A load step was performed with a cartridge installed during which the pump dispensed fluid from the cartridge.